Event description:
Procedure type: lap sigmoid. According to the reporter: when the surgeon checked the anastomosis with air, the anastomosis fell apart. The procedure was converted to an open procedure and the surgeon and sewed the anastomosis. No bleeding was reported but surgery time was extended about 45 minutes as a result. Medical history and pt info was not provided.